Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for additive abnormality was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Two samples were received with abnormal gel additive. Root cause: in review of the manufacturing process the most likely causes air purging of the lines after a gel drum change. The two tubes were not discarded and were inadvertently packed out.

Event description:
It was reported that the customer noticed that the gel in the bd vacutainer® brand sst¿ tube was melted. No serious injury or medical intervention.